Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this malfunction is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600060ce chronic catheter allegedly experienced bud formation. This information was received from one source. This malfunction involved a patient with no consequences. The patient is a (B)(6) year old female with (B)(6) kg's weight.